Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for visual review or analysis. Without the actual reported devices, photos of the devices, or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, or the surgeon¿s technique, a definitive root cause cannot be determined at this time. An evaluation of the manufacturing records could not be performed as the required lot number was not provided to complete the evaluation.

Event description:
It was reported on (B)(6) 2025 that during the operation, the patient dehisced. Treatment reported was additional surgery, antibiotic ointment and oral antibiotic. No additional information was received.